Manufacturer narrative:
Citation: ribera a. Transfemoral transcatheter aortic valve replacement compared with surgical replacement in patients with severe aortic stenosis and comparable risk: cost¿utility and its determinants. Int j cardiol. 2015 mar 1;182:321-8. Doi: 10.1016/j.ijcard.2014.12.109. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement compared with surgical replacement. All data were collected from multiple centers between 2011 and 2013. The study population included 207 patients (predominantly female; mean age 80 years), 87 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients in-hospital and 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, permanent pacemaker implant, need for a second valve, major bleeding and vascular complication requiring surgery. Multiple manufacturers were noted in the literature; based on the available information a possible correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.